Event description:
A spinnaker elite flow directed catheter 1.5 f-l was inserted into the pt's body through the transend 10 guidewire. While the physician was injecting contrast agent into the catheter with a 2.5cc syringe by hand, it was confirmed under fluoroscopy that the contrast agent had leaked from the catheter. Another product was used and the procedure was completed successfully. The pt's post-operative condition was described as good.